Event description:
According to the reporter: the reporter returned this device without an explanation of the specific complaint; however, during our investigation of the device, it was determined that the cannula was broken.

Manufacturer narrative:
(B)(4).